Event description:
The lay-user/patient contacted lifescan india alleging that his one touch ultra meter was reading inaccurately low. At an unspecified time in 2006, the patient performed a fasting blood glucose test and got "204 mg/dl." Based on the patient's sliding-scale "novorapid" insulin regimen, he self-administered 14 units of the insulin. An unknown time later, the patient lost consciousness. His blood glucose was not tested while he was unconscious. The patient's wife contacted a doctor and was advised to give the patient glucose. She immediately gave the patient 12 teaspoons of powdered glucose. The patient regained consciousness at an unknown time later and then retested with his meter. He obtained a reading of "219 mg/dl." The patient then ate breakfast and after a half hour, retested again. He got a reading of "265 mg/dl and by this time was feeling ok. The patient had no other symptoms of hypo- or hyperglycemia. The paramedics were never called during the event. He also was not hospitalized as a result of the event. The tsr indicated that the patient's wife was unable to answer further questions since she was not in the right frame of mind. The patient was hospitalized in 2006 after he developed unspecified complications due to a problem with his "pace-maker." The patient has a history of heart issues and a "paralytiac stroke." The tsr verified that the patient was using blood samples from his fingers and was applying the blood correctly to the test strips. The test strips were in good condition and the meter was coded properly. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the patient obtained a relatively elevated blood glucose reading, self-administered a dose of sliding-scale "novorapid" insulin, lost consciousness, and received glucose. It is unknown whether the syncopal episode was related to hypoglycemia, hypotension (due to a pacemaker issue of his heart disease), or another cause.